Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio 2 inr: 1,8, 2.5, 2.3, laboratory inr: 5.8. The time between testing was within one hour. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional info provided.